Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device did not detect any performance issues, but the calculated longevity result of 94% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached premature battery depletion. It was also reported by the patient that the left ventricular(lv) lead "wasn't doing any good." The device was removed and replaced with a new device and the lv lead was disconnected. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lv lead had a chronic high threshold. The lv lead remains implanted but may have been programmed off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead: (B)(6) 2003. 4195 implantable pacing lead: (B)(6) 2010. (B)(4).